Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-12 product expired. Note: after several attempts manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer reported that he had a headache; customer did not need medical attention at the time of the call. During the call on (B)(6) 2018, a blood test was not performed by the customer; customer was using discontinued meter and test strips. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 11/19/2017 and open vial date was undisclosed; test strips are expired. The meter memory was not reviewed for previous test result history.